Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. Reportedly, troubleshooting did not resolve the issue and diagnostics indicated low impedance readings on multiple lead contacts. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was revised on (B)(6) 2019. No product was explanted, no new product was implanted. Therapy was restored following the procedure.